Event description:
Reported via patient call center. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient reported that she was instructed to stop taking eliquis after the procedure and subsequently had a stroke. A good faith effort was made to the bsc clinical representative. The bsc representative contacted the coordinator at the implanting site and confirmed that on (B)(6) 2025, the patient had symptoms of an altered mental state, double vision and a headache. There was no intervention required. A carotid ultrasound performed at time of event indicated a 50% narrowing. Magnetic resonance imaging (MRI) was completed at an outside facility, and the results were not known/provided. The patient symptoms were reported to have full resolved after four (4) days. A computed tomography (CT) scan was performed on (B)(6) 2026, and there was no change in the seal of the closure device, and no signs of thrombus. The patient chart had notes by physician and the hospitalist indicating a need to continue the prescribed eliquis; however, the discharge summary listed to stop taking eliquis. The patient as placed back on eliquis in response to this event.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0035424568. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (cognitive changes, headache, diplopia/double vision) (hospitalization, imaging and medication required). Risk review: a risk review was completed and confirmed that the event of cerebral vascular accident (cva) (cognitive changes, headache, diplopia/double vision) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient reported that she was instructed to stop taking eliquis after the procedure and subsequently had a stroke. A good faith effort was made to the bsc clinical representative. The bsc representative contacted the coordinator at the implanting site and confirmed that on (B)(6) 2025, the patient had symptoms of an altered mental state, double vision and a headache. There was no intervention required. A carotid ultrasound performed at time of event indicated a 50% narrowing. Magnetic resonance imaging (MRI) was completed at an outside facility, and the results were not known/provided. The patient symptoms were reported to have full resolved after four (4) days. A computed tomography (CT) scan was performed on (B)(6) 2026, and there was no change in the seal of the closure device, and no signs of thrombus. The patient chart had notes by physician and the hospitalist indicating a need to continue the prescribed eliquis; however, the discharge summary listed to stop taking eliquis. The patient as placed back on eliquis in response to this event.